Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the time/date as well as the basal and advanced settings are resetting upon removal of the battery. Additionally, the keypad buttons are intermittently responding to presses. No reported physical damage to the pump.